Event description:
It was reported that 5 bd hypak¿ needles packaging labels were illegible. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "illegible packaging legends and artwork.... The claim came from a report of non-conforming material detected in the production lines (defect detected by production), the report only indicated the total number of non-conforming pieces."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd hypak¿ needles packaging labels were illegible. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "illegible packaging legends and artwork...the claim came from a report of non-conforming material detected in the production lines (defect detected by production), the report only indicated the total number of non-conforming pieces".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-sep-2022. H6: investigation summary: fifteen samples and four photos received by the quality team for investigation. Upon visual inspection, illegible label printing on the packaging was observed, the failure is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. The illegible label is associated with failure during printing of the packaging. For illegible printing on the packaging, verification of ink preparation and printers.

Manufacturer narrative:
The following fields were updated due to additional information: b5: it was reported that 20 bd hypak¿ needles packaging labels were illegible. This complaint was created to capture the 2nd of 2 related incidents.

Event description:
It was reported that 20 bd hypak¿ needles packaging labels were illegible. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "illegible packaging legends and artwork.... The claim came from a report of non-conforming material detected in the production lines (defect detected by production), the report only indicated the total number of non-conforming pieces"